Event description:
A hospital reported that the base of iw930jeu cosycot infant warmer was broken. No pt consequence was reported.

Manufacturer narrative:
An investigation was carried out based on the event description and results of previous investigations on similar complaints, as the complaint device has not been returned for evaluation. Results: broken base of the cosycot infant warmer, due to excessive weight loading, is a known problem. Total weight of the device, including accessories and pt, exceeding 115 kg may, under certain circumstances, cause cracks in the plastic legs' base and damage to the base electric elevator mechanism. Conclusion: we have an open CAPA to address the overloading issue of the cosycot infant warmer. The corrective action has been issued to inform the users of the maximum weight for the cosycot infant warmer and to inspect the bases of their cosycots.